Event description:
Customer reported an alarming insulin pump. Customer states that they are unable to clear the alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion and no delivery tests. No other error alarm noted during testing. Unable to prime during prime test due to faulty force sensor. Unit had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.